Manufacturer narrative:
(B) (4). The ge svc rep was unable to duplicate the problem. He erased the following files pt data, shotlog data and header data from the hard drive. He re-booted the system in order to re-write the files on the drive. The system operates as MFR intended. (B) (4)

Event description:
The customer reported that the physician was unable to save images to the workstation hard drive. A tech continued trying to press the save function on the c-arm, footswitch and hand switch. No images were saved for the case.